Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 449 mg/dl. The customer did the bolus but noticed the screen was blank. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer reported that the display return. The customer does not feel comfortable with current insulin pump and he wants replaced. The customer was advised that we will send replacement.